Event description:
The hospital reported the unit went into failed state and shutdown during a case resulting in loss of mechanical ventilation. The unit was removed from use, patient switched to another unit and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator monitoring board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).